Event description:
(B)(4). I started feeling sore all over all of my joints were stiff and I came out with a terrible rash on my hands. Severe night sweating.

Event description:
Additional info received from reporter 06/24/2015: I have had an autoimmune disease and gallbladder removed since this device was implanted. I continue to have allergic reactions and pain.